Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 529 mg/dl. The customer's different blood glucose was 200 mg/dl and 215 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer also stated that they were in the intensive care unit for two days. Customer stated that they were performing displacement test and it was passed and also performed self-test and they were passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. The insulin flow blocked alarm functioning properly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).